Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the keyboard. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the keyboard on the system was damaged due to a table being pushed up against the keyboard. The issue occurred in the hallway where the imaging system was being stored. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The keyboard for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the f10 key on the unit was unresponsive.